Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the right ventricular (RV) lead failed to extend and retract. The RV lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.